Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer declined to share an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.